Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: patient codes. H6: impact codes.

Event description:
It was reported that, during an intrinsic ventricular fibrillation episode, this implantable cardioverter defibrillator (ICD) delivered a shock which induced an atrial fibrillation episode, a second shock was provided which ended the atrial fibrillation, however the ventricular fibrillation still persisted. A third shock was delivered which ended the episode. Additionally, high out of range shock impedance measurements were observed. Reprograming of the device and a potential lead revision were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the following week, the patient was hospitalized and a defibrillator threshold test (dft) was performed due to the physician suspecting an intrinsic electrolytic or biochemical imbalance from the patient and this would help to balance the device impedance measurements. The test was successful and the patient was discharged.

Event description:
It was reported that, during an intrinsic ventricular fibrillation episode, this implantable cardioverter defibrillator (ICD) delivered a shock which induced an atrial fibrillation episode, a second shock was provided which ended the atrial fibrillation, however the ventricular fibrillation still persisted. A third shock was delivered which ended the episode. Additionally, high out of range shock impedance measurements were observed. Reprograming of the device and a potential lead revision were discussed. This device remains in service. No further adverse patient effects were reported.